Manufacturer narrative:
The customer determined that the display needs replacement and requested just a replacement display with no engineer evaluation.

Event description:
It was reported to philips that the device requires a display replacement. There was no patient involvement.